Event description:
On november 3, 2025, a notification was received via hmsc indicating that the battery had reached eri (elective replacement indicator) unexpectedly. The device had been functioning normally prior to this alert, with no gradual voltage decline or prior low-battery warning observed during previous remote transmissions or in-clinic follow-ups. The device was explanted.